Event description:
Procedure type: unk. According to the reporter: during use, the balloon burst. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. There was no add'l bleeding and no tissue trauma. A new instrument was used to complete the procedure. No pt injury was reported.

Manufacturer narrative:
(B) (4).